Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition was confirmed. The device was received for analysis, and pre-repair diagnostic assessment confirmed the reported issue when the technician found that the unit's cable was damaged, and it failed all the functionality tests. Ref: (B)(4).

Event description:
Report received from the USA stating that the device experienced "intermittent operation". The device was used during a surgical procedure. No patient injury or medical intervention occurred. There was no additional information provided.